Event description:
It was reported that the patient with this Sling experienced recurring urinary incontinence. As a result, the device was explanted and replaced with an Artificial Urinary Sphincter (AUS). No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.